Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm and no moisture damage noted on electronic assembly or on motor. The device also had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to rain. Blood glucose value is unknown. The customer also reported that the device has a crack near the battery compartment. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.